Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer took out the insulin pump, it got wet and did not turning on as well as the keypad of insulin pump was unresponsive. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer reports past exposure of the insulin pump to fluid and there was no visible water or fluid in the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device powered up and received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify keypad anomaly due to critical pump error (open book image) alarm. Peeled off keypad overlay and no damage noted on keypad traces.